Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID m016445c001, version: 3.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that while in an ablation session there was a delay when receiving information from the MRI. The surgeon was starting/stopping the laser, and the system was taking 30 seconds to over 2 minutes to receive info from scanner and seeing it on the temperature map (tmap). When connecting scanner to MRI over hospital network, it would take an extended time to connect in vdt. Site tried rebooting the scanner and the system with no change. They continued with surgery. There was a delay of approximately one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H2/h6: the system was serviced in the field and the magnetic resonance imaging (MRI) scanner connection was adjusted. The issue was resolved. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that when the surgeon turned on the laser, the tmap did not show any heating after thirty seconds. The surgeon turned off the laser about one minute. With the laser turned off, the heating started to show on the system. The surgeon felt confident with the laser placement and decided to turn the laser on to the temperature and amount of time that he usually used. The surgeon would turn on the laser for two minutes, then turn it off. They would then wait for the tmap to show heating and cool off before the next burn. This would take anywhere from thirty seconds to two minutes each time.

Manufacturer narrative:
H2-3) the software analysis concluded that the software functioned as designed. User error. Using the wrong configuration (ge_750) instead of ge_ilt (scanner configuration) caused the reported delay. Logs were analyzed. Logs showed ge_750 (not ilt) scanner type was used, but further information received shows the ge scanner was ilt. This mismatch caused the reported delay. Codes: b01, c19, d14 h2) please see section d9 for when the software was available for evaluation. H2) please see section d4 for updated UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.